Event description:
It was reported that the patient was implanted for the defeat heart failure clinical and was receiving stimulation in the wrong location. As of last friday, the patient was getting a shocking or jolting sensation during recharging and it would persist for about an hour after recharging. The shocking occurred on the left from butt to armpit and on the right from hip to butt. He had not charged for 2-3 days and the device battery icon does not appear to be depleting, as it has been at 75% for the last 2-3 days and he had not been feeling stimulation in the chest wall as he should be. The patient described stimulation in the chest wall as shocking, but confirmed that this was his description of the therapy when working appropriately. Since implant, the therapy has been working wonderfully and he had been able to significantly decrease his heart meds. When the patient turned off his device, the shocking sensation dissipates and palpation of the device with stimulation on appeared to increase the shocking sensation. No falls or traumas were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).